Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the luer lock. The customer's blood glucose level was not impacted. Reportedly, the customer changed tubing and supplies.